Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin, and remained static at a fill estimate of 105 units. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to reload the existing cartridge.